Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Reportedly, no issues during the procedure and effective therapy was restored post op.